Manufacturer narrative:
A review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. The imaging report stated the following: it was reported the physician implanted a 37mm gore® cardioform asd. On a 3-day post follow up tee, thrombus was visualized on the right atrial disc. From the limited imaging provided the gore cardioform asd occluder is visualized in a good position. The left and right discs appear to be on the appropriate sides of the atrial septum. An echogenic mass is visualized on the right atrial disc. The appearance of this mass is consistent with that of thrombus. The physician used a thrombectomy system to remove the clot from the device. It appears from the imaging that the clot was removed successfully, and the device remained in a satisfactory position, however, without additional imaging this cannot be confirmed. Per the physician the patient is doing well. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician implanted a 37mm gore® cardioform asd occluder on (B)(6)2023. Two days following implant the patient complained of fever. On (B)(6) 2023, an echogenic mass (suspected thrombus) was noted on the right disc using transthoracic echocardiography. The patient was treated with an unknown anticoagulant, and blood cultures were negative. The next day, on transesophageal echocardiography the thrombus was confirmed on the right disc and a thrombectomy was performed to remove the thrombus. The device remains implanted, and the patient was doing well following the procedure.